Manufacturer narrative:
The device was returned to an olympus service center for evaluation and the issue was confirmed. There was no image due to a faulty cable unit. Also found was a fading rear cover label. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported to olympus that during preparation for use, there was no image while using the 4k camera head. No patient harm reported.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer¿s investigation. The device history records for this device were reviewed and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The root cause could not be conclusively specified. It was likely that the image was not displayed because the video communication could not be transmitted to the processor due to the partial disconnection. The disconnection of the cable was due to the user handling. The instructions for use (IFU) provides the following guidelines: do not coil the camera cable with a diameter of less than 20 cm. The camera cable may be damaged. Never excessively pull the camera cable, but straighten it gradually when it is coiled. The camera cable could be damaged. Never excessively bend. The camera cable could be damaged. Do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. Never attempt to lift the entire assembly by the camera cable while the camera head is attached to the microscope. The camera cable could be damaged. Never use a clamp or forceps to attach the camera cable to another object. The camera cable could be damaged.